Event description:
It was reported that while transporting, the cs300 intra-aortic balloon pump (iabp) units battery is only lasting a half hour this happened while walking the patient the end user saw a low battery alarm and headed back to the patients room so the device could be plugged in again. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate and replaced the batteries due to short run time. The short run time was due to usage not failure. The fse then performed all functional and safety tests. The unit passed all tests performed and was returned to customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units battery is only lasting a half hour.